Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-08, information was received from a nurse regarding a patient who was receiving gablofen (2000 mcg/ml at 425 mcg/ day) via an implanted pump. The pump's indications for use (ifus) were listed as intractable spasticity and cerebral palsy. The hcp reported infection symptoms. The patient was reportedly travelling in (B)(6) and they were trying to find a healthcare professional (hcp) in the area that could assess the pump area. The hcp reported being concerned about an infection. Follow-up has been conducted for the diagnostics performed in relation to the infection symptoms and actions/interventions taken to resolve the infection symptoms. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the nurse on (B)(6) 2016 indicated that the pump&#38112;side port was accessed for cerebrospinal fluid (csf) analysis, and complete blood count (cbc) and erythrocyte sedimentation rate (esr) tests were performed. The intrathecal baclofen catheter was moved away from the infection site.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional (hcp). The hcp stated the patient's tissue culture was positive for normal skin flora and propionibacterium acnes. There was no growth from the cerebrospinal fluid (csf) culture. In the complete blood count (cbc), abnormal results were the patient's c-reactive protein (crp) at 5.8 and the sedimentation rate was 65. The patient had a washout at the time the catheter was moved, but it didn't resolve the infection, so the system was removed during the previous week. The patient was reportedly doing well.